Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Customer stated a sider filter wire was used. The device and the catheter shaft were checked for damage. The device showed damage in the form of 1 kink. The kink was located at 107.5cm from the strain relief. Visual and microscopic analysis was completed and no black fibers were noticed. Product analysis tested the device by connecting it to the jetstream console per dfu set up procedure. The device functioned as designed with no issues or errors. A.014 thruway guidewire was inserted into the device to try and duplicate the alleged complaint. As the wire was being inserted it was noticed that no coating was peeling from the wire. The guidewire was taken out and then reinserted. A slight bend to the wire was purposely induced as the wire was being inserted into the tip. This was to possibly duplicate procedural circumstances. It was then noticed that a peeling of the coating was taking place. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a spider filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Compatible guidewires: jetwire 0.014 in (0.36 mm) 300 cm, thruway 0.014 in (0.36 mm) 300 cm, abbott vascular hi-torque spartacore 1, abbott vascular hi-torque iron man 0.014.

Event description:
It was reported that black strings were coming out of the catheter lumen. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the 5mm, heavily calcified mid superficial femoral artery (sfa). The physician crossed the lesion with a 035 non-bsc wire, then put a 035 non-bsc crossing catheter over the wire. The wire was removed and a 6mm non-bsc wire was introduced through the crossing catheter. The crossing catheter was removed and the wire was left behind with the basket in the mid popliteal artery. While loading the 2.4mm jetstream on to the wire, the physician noticed black "strings" that appeared to be coming out of the wire lumen of the catheter. The strings came off on the physician's glove. The jetstream was removed from the wire and flushed in a container of rotaglide solution using the prime function on the console. Convinced that the lumen was clear, another attempt was made to load the device on the wire again. The same thing happened. A 2.1mm jetstream xc was set up and primed. The 2.1mm jetstream was loaded on to the same wire and the exact same thing seemed to be happening. Little black pieces of something were building up on the physician's glove and it appeared to be coming out of the wire lumen of the jetstream catheter. There were noticeable gouges in the coating of the wire. The catheter was removed from the wire and a 5x100 non-bsc balloon was used. Post ballooning, the vessel appeared to have a perforation. A 6x50mm non-bsc stent was placed over the lesion which was still extravasating. Another 6x50mm non-bsc stent was used to extend the stent distally and a 6x60mm innova stent was used proximally. After post dilating the stents, the extravasation stopped. The physician retrieved the filter and the case was completed. The patient was in stable condition post procedure. There were several areas of severe calcification bilaterally in the patient's lower extremities. The total time of the procedure was approximately 4 hours.

Event description:
It was reported that black strings were coming out of the catheter lumen. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the 5mm, heavily calcified mid superficial femoral artery (sfa). The physician crossed the lesion with a 035 non-bsc wire, then put a 035 non-bsc crossing catheter over the wire. The wire was removed and a 6mm non-bsc wire was introduced through the crossing catheter. The crossing catheter was removed and the wire was left behind with the basket in the mid popliteal artery. While loading the 2.4mm jetstream on to the wire, the physician noticed black "strings" that appeared to be coming out of the wire lumen of the catheter. The strings came off on the physician's glove. The jetstream was removed from the wire and flushed in a container of rotaglide solution using the prime function on the console. Convinced that the lumen was clear, another attempt was made to load the device on the wire again. The same thing happened. A 2.1mm jetstream xc was set up and primed. The 2.1mm jetstream was loaded on to the same wire and the exact same thing seemed to be happening. Little black pieces of something were building up on the physician's glove and it appeared to be coming out of the wire lumen of the jetstream catheter. There were noticeable gouges in the coating of the wire. The catheter was removed from the wire and a 5x100 non-bsc balloon was used. Post ballooning, the vessel appeared to have a perforation. A 6x50mm non-bsc stent was placed over the lesion which was still extravasating. Another 6x50mm non-bsc stent was used to extend the stent distally and a 6x60mm innova stent was used proximally. After post dilating the stents, the extravasation stopped. The physician retrieved the filter and the case was completed. The patient was in stable condition post procedure. There were several areas of severe calcification bilaterally in the patient's lower extremities. The total time of the procedure was approximately 4 hours.